Event description:
This pt developed a skin flap infection three months after receiving the implant. Despite medical treatment, the infection persisted and the device was explanted eight months later. The pt will be reimplanted in the contralateral ear.